Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to b1 (report type), h6 (investigation type, investigation finding, investigation conclusion) investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Process notification 200002291 was opened in oct2024 to investigate cannula through shield issues.

Event description:
Material # 329420 material description - syringe 1.0ml 28ga 1/2in bls 500 sus ca material lot# - 3107277 complaint description ¿ as per account, the customer had 2 incidents of needles poking out. One of their nurses got poked but is thankfully okay. Notes ¿ images attached for reference provided by customer.